Manufacturer narrative:
The device was received for evaluation. The device was found to deliver within specification during downstream occlusion testing. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'failed downstream occlusion 3x' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.